Event description:
On (B)(6) 2024, it was reported that this patient on peritoneal dialysis (pd) was hospitalized on (B)(6) 2024 with peritonitis (characterized by abdominal pain). In additional follow-up, the nurse manager confirmed the patient was hospitalized on (B)(6) 2024 with abdominal pain and was diagnosed with peritonitis. It was stated the patient had a pd culture obtained in the hospital. However, the pd culture results were not available. Treatment details for the peritonitis were not available. However, it was stated the patient was discharged home (unknown date) and is recovering from the event. The nurse manager was not able to identify the exact cause of the patient¿s peritonitis is unknown. However, there were no reported fluid leaks or issues with fresenius products in relation to this event.